Event description:
The customer alleges that the patient developed blisters on their upper back while laying on blanket that was in use with the mta6900. Further information has not been provided.

Event description:
The customer alleges that the patient developed blisters on their upper back while laying on blanket that was in use with the mta6900.

Manufacturer narrative:
The user facility was unable to provide any additional information regarding the alleged patient thermal injury. A labeling review identified that this product has exceeded it's 5 year service life, and this may have contributed to the alleged issue. The manufacturing date has been updated in section h4. H3 other text : device not accessible.